Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. The blood glucose at the time of incident 23.2 mmol/l. Customer treated with insulin pump for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode features was not active at the time of high blood glucose. Insulin pump will not be return for analysis.